Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible shock for supra ventricular tachycardia (svt) verses ventricular tachycardia (vt)/ ventricular fibrillation (vf) from their implantable cardioverter defibrillator (ICD). The patient reported feeling chest tightness after the therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.